Manufacturer narrative:
(B)(4). This complaint for an overprime - leak out of patient line alarm was not confirmed. The root cause of the complaint was not determined. There was no report of any type of use error that would have led to this issue. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.

Event description:
A registered nurse (rn) contacted global technical services regarding an overprime of the patient line on the homechoice (hc) unit during prime, patient not connected. The rn stated that after priming some fluid comes out of the patient line. The rn stated she tightens the cap and that seems to prevent it from happening but the patient does not have the strength to tighten the cap. The technical service representative (tsr) explained that the lines primes by gravity and to try positioning the patient line a bit higher in the organizer during prime. The rn understood. The patient was involved but there was no patient injury or medical intervention reported.